Event description:
It was reported that the device failed pressure test on 50 percent. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No patient involvement. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 29-aug-2022. Event occurred during preventive maintenance. No patient involvement. No product returned. Initial reported already stated the event occurred during testing.

Manufacturer narrative:
Other text: h6: health impact and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found all small knobs cracked, the gas supply indicator is white without oxygen connected, the manometer cover has been disconnected from the manometer causing the front panel to bow, and the input manifold assembly shifts on the bottom chassis. Functional testing found the pressure relief valve is out of spec. Adjusted relief pressure control. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).